Event description:
It was reported that pump displayed repeated minimum fill notifications while customer attempted to load cartridge despite using proper fill and load steps and trying both original and new cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pump, reloaded cartridge, and then worked with support for further cartridge and fill troubleshooting, after which case was escalated, replacement pump and cartridges were arranged, customer was instructed to use multiple daily injections as backup insulin therapy.